Manufacturer narrative:
Per investigation by the manufacturing site: the device was sent to karl storz customer service for inspection. During the technical inspection, the fault description provided by the customer, "the end of the cable falls off," was confirmed. The large ring nut on the optical connector has come loose and the knurled nut has fallen off. The knurled nut shows normal signs of wear on the surface. Since the small, knurled nut is stuck, we assume that mechanical damage or external mechanical influence caused the large ring nut to loosen and the optical connector to fall apart. However, the large ring nut that is still in place shows no mechanical damage. Residue is visible on the ring nut. The defect found is not due to a production/manufacturing error. No further measures will be taken. The above investigations did not reveal any cause related to the labeling, the device, or its history. All production-related quality checks were passed, and no non-conformities were found in the device's manufacturing records. The labeling contained appropriate instructions and warnings. The complaint history did not reveal an increase in similar complaints; no trend was identified. This event is filed under internal (B)(4).

Event description:
It was reported the end of the cables falls off of them as a result of a deficiency. No negative impact in state of health reported. Cross reference the followig medwatch numbers: 9510617-2025-01588, 9610617-2025-01589 and 9610617-2025-01582.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).